Manufacturer narrative:
The devices were discarded after use and therefore not available for return and investigation. There were no device deficiencies noted for the millipede 088 or millipede 070 catheters. Based on the information provided, the cause of the repeat occlusion is unknown. A relationship between the event and the millipede catheters could not be confirmed. It is unclear if the millipede catheters, the third-party guidewire or the third-party microcatheter contributed to the event. The manufacturing records for the millipede catheters were reviewed and demonstrated that the product met all the design and manufacturing specifications. The following MFR # were submitted: MFR # 3015701715-2025-00004 for millipede 088.

Event description:
The patient had a left hemisphere occlusion of the intracranial ica (carotid t occlusion). The pre-procedure mtici score was evaluated as 0. A mechanical thrombectomy procedure was performed using the millipede 088 and millipede 070 catheters. A third-party sheath was used for access. The millipede 088 catheter was navigated to the clot over the millipede 070 catheter, a microcatheter and guidewire. An mtici score of 2b was achieved. A re-occlusion of the left cervical ica was identified on CT perfusion two days after the mechanical thrombectomy. No treatment or action was taken. However, the event was considered life threatening due to poor flow to the mca.